Event description:
It was initially reported that the site's handheld computer had a "frayed cord," but no details are known about the cause. The device has not been returned to the manufacturer for analysis.